Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿scan again in 10 minutes¿ sensor error message with the adc device and was unable to obtain readings. As a result, customer required unspecified third-party treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.